Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a motor error alarm during a bolus. Customer's blood glucose was 143 mg/dl. The customer could not recall any significant events leading to the alarm. She also stated she was able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to back up plan. No add'l info provided.